Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that impella cp was placed to support the percutaneous coronary intervention (pci). The patient developed ventricular fibrillation, defibrillated x 1 and converted back to normal sinus rhythm. The physician proceeded to complete pci. During the procedure, the patient again experienced hypotension & bradycardia. Additional adenosine given. Hemodynamics returned to baseline. The final images revealed timi 3 flow in all vessels, so a decision was made to wean and explant impella as normal blood flow was seen throughout the coronary arteries.

Manufacturer narrative:
The investigation for the reported ventricular fibrillation/ bradycardia and hypotension has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the ventricular fibrillation/ bradycardia and hypotension could not be determined.